Event description:
The suture was used during an unspecified procedure. Reportedly, the suture did not dissolve. The patient was returned and the surgeon manually removed the suture. The hospital has reported no patient injury occurred.